Event description:
It was reported that there were non-sustained tachycardia (nst's) and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were eleven ventricular non sustained tachycardia (nst) episodes less than or equal to 210 ms (milliseconds) between (B)(6) 2012 and (B)(6) 2013. There was also one ventricular fibrillation (vf) episode equal to 160 ms average ventricular cycle on (B)(6) 2012.